Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 22023m800. Although returns were available they were not necessary for the investigation. Review of trending reports did not identify any trends associated with the complaint issue. Device history record review for the complaint lot did not identify any non-conformances, potential non-conformances or deviations. The historical performance of reagent lot 22023m800 was evaluated using worldwide customer data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 22023m800 is within the established control limits, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 22023m800 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer obtained a falsely elevated ca 19-9xr result. Sample ID (B)(4) generated an initial result of 37.01 u/ml and repeat of 3.33 u/ml. The patient's historical result for ca 19-9xr was 3 u/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further information was provided. This report is being filed on an international product, architect ca 19-9 xr, list 2k91-32, that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated ca 19-9xr result. Sample ID (B)(6) generated an initial result of 37.01 u/ml and repeat of 3.33 u/ml. The patient's historical result for ca 19-9xr was 3 u/ml. No impact to patient management was reported.